Event description:
The hospital reported that during an endoscopic vein harvesting procedure using t.w. Power supply. During the ligation phase of the procedure, the harvester felt there wasn't enough energy being delivered for effective ligation of vein branches or staff verified power knob set at 3 and checked cable connections. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A serial number was not provided for this device, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using t.w. Power supply. During the ligation phase of the procedure, the harvester felt there wasn't enough energy being delivered for effective ligation of vein branches. Operating room staff verified power knob set at 3 and checked cable connections. A replacement device was used to complete the procedure. The hospital did not report any patient effects.